Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available. Data was returned and evaluated. The reported event of initializing screen without manual restart was not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).